Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2022 that "the double lumen catheter can't be placed in the right groin due to the wire kinking when being used." The device was removed in its entirety and changed to a new set. It was reported that therapy was not delayed or interrupted. It was also reported that there was no patient complications or injury.

Event description:
It was reported on (B)(6) 2022 that "the double lumen catheter can't be placed in the right groin due to the wire kinking when being used." The device was removed in its entirety and changed to a new set. It was reported that therapy was not delayed or interrupted. It was also reported that there was no patient complications or injury.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.